Event description:
It was reported an alarm was heard; telemetry did not confirm the alarm. The patient had a refill (B)(6) 2012 with no issues, everything went fine. The patient thought she had heard the pump alarm very faint a couple days prior. Caller stated the last time the pump alarmed the patient did not hear it clearly, she thought it was the garage door and ended up in the hospital. Caller stated she had 3.5ml left and the eri was 38 months. Further troubleshooting was being considered. The pump was delivering dilaudid and marcaine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Catheter model# 8709sc, lot# n175091008, implanted: 2009 (B)(6), explanted: unk. Accessory model# 8590-1, lot# n180847, implanted: 2009 (B)(6), explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).